Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: date of birth: requested, not provided, a5: ethnicity: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: inventory specialist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The complaint was reviewed with the chief medical officer and a clinical advisor, in the absence of an angiogram, the vessel dissection cannot be confirmed. The wire is not designed to fit through the needle, but is designed for the needle to be removed and the wire to be fit through the angiocath.

Event description:
Terumo medical received the following information: it was reported that the doctor was performing a left heart catheter from the right radial approach. The wire would not exit the introducing needle from the kit. The doctor stated that felt he had pushed the needle through the back wall of the artery which led to a radial bleed and a slight hematoma. He then got a different radial access kit and gained access from the right radial and successfully completed the case. The estimated blood loss was less than 250cc. Terumo medical received FDA medwatch report # mw5187932. The event description states: "wire from the glidesheath slender kit was not the correct size. It will get stuck in the angiocath and push the angiocath into the back wall of the radial artery causing a dissection of the artery."